Manufacturer narrative:
Product complaint # (B)(4). Complainant device is expected to be returned for manufacturer review/investigation. Initial reporter is j&j company representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a lead spd technician gave a peel of pack defective instruments. Four t8 star-drive, one t-handle with quick connect, and one 2.0/2.4 depth gauge. Three of the t8 star-drive are twisted, on e star-drive and the t-handle will not come apart, and the depth gauge is broken. It was unknown how the issue was discovered. It was unknown of there was patient involvement. This complaint involves (6) devices. This report is for (1) sddrive screwdriver shaft t8 105mm. This report is 5 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part # 314.467. Lot # h442155. Supplier lot #: n/a. Release to warehouse date: 13 feb 2018. Manufactured by: synthes monument. No ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the sddrive screwdriver shaft t8 105mm (p/n:314.467, lot #:h442155) was received at us customer quality (cq). Upon visual inspection of the complaint device, the tip of the device was observed to be stripped, which could have caused the complaint condition. The received condition of the devices is consistent as an end of life indicator for the devices. No other issues were identified during the inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection per guidance, it is determined that the reusable instruments are worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.